Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tibial cutting guide broke during a resident sawbone lab.

Manufacturer narrative:
Examination of this proximal tibial resection guide confirmed that one of the two fixation pins has broken off. The overall condition of the device indicates heavy usage. A two-year complaint database search against product code 249046000 finds no additional reported events. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 1996) and has been subjected to heavy usage. Based on the root cause determination of device wear from normal use and servicing and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.